Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the returned lead revealed electrical impedances values on the lead body lower than expected and suggestive of an insulation failure between the two electrical lines (inner and outer coil). By removing the internal tube of the lead on the lead body, an alteration was observed at 225 mm from the connector pin, resulting in a short-circuit between the electrical lines. This finding can explain the reported electrical issues with this lead. The investigation results are retained and used for trending purposes. Please refer to the attached investigation report.

Event description:
Reportedly, a lead dysfunction occurred after two years. During a clinical follow-up, it was discovered that the threshold has increased as well as the impedance above 1500 ohms.

Event description:
Reportedly, a lead dysfunction occurred after two years. During a clinical follow-up, it was discovered that the threshold has increased as well as the impedance above 1500 ohms.